Manufacturer narrative:
No alarms noted during testing. The pump was monitored for several days, and uploaded properly using carelink pro. All test data was listed on carelink pro with no history anomalies noted. The pump passed the self test and displacement test. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that an alarm on the insulin pump occurred for failed self test. Customer's blood glucose was unknown at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis. No further information was given.